Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 0337041. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Based on the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575 batch no: 0337041 plunger on prefilled normal saline syringe seize part way through use and become unable to withdraw or advance plunger. Date of incident (yyyy-mm-dd): (B)(6) 2021 level of harm: no apparent harm - reached patient/person, inconvenient who was affected? Patient device name/description: syringe saline 0.9% flush 10ml sp.